Manufacturer narrative:
Corrected data: d2: mta. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens -11.00 diopter into the patient's right eye (od) on (B)(6) 2024. The lens was reported as having low vaulting. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown.

Manufacturer narrative:
Claim#(B)(4).